Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. Technical support was contacted and recommended provocative testing. Provocative testing was performed and no anomalies were noted. A lead insulation abrasion was suspected. No further intervention was performed. The patient was stable and will continue to be monitored.